Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the right hemicolectomy procedure, at the resection of the anus side ,the surgeon fully fired the reload, however the firing was slightly hard. Then, at functional side-to-side anastomosis, the surgeon opened the insertion port by the electrosurgical knife and tried to fire reload , however could not fully fire the device and the staple line was incomplete. The physician opened the jaws and removed the device from the tissue. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.